Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was unknown at the time of admission. The customer reported they were unconscious from their blood glucose. Customer reported having a low episode followed by a high episode, prompting the hospitalization. The customer also reported experiencing high blood glucose for the past several days. The customer's blood glucose was over 600 mg/dl at the time of the call. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. Troubleshooting was not completed as the customer declined to remove the infusion set. The customer stated they would change out the infusion set later. The insulin pump will not be returned for analysis.